Event description:
The customer reported that during a laparoscopic, hand-assisted sigmoid resection the device locked up, the tip would not retract and the blade was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.